Event description:
It was reported that an ilet user¿s continuous glucose monitor (cgm) sensors were depleted, the ilet was operating in bg run with manual blood glucose entries for several days, and the bg run mode was nearing expiration, after which the user planned to disconnect from the ilet and transition to manual injections until new sensors were available. No adverse clinical effects reported. Outcomes included a temporary interruption of automated insulin delivery with a planned switch to backup therapy. Investigation included customer support assessment, user guidance on maintaining device charge during downtime, and education on transitioning to backup therapy. Investigation of this case revealed normal device behavior when no cgm input is available, with bg run mode functioning as designed until expiration; no alerts or alarms occurred and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use without an available cgm sensor leading to a planned therapeutic transition, which is consistent with expected device performance.